Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit of the hospital with a blood glucose (bg) level ranging between 450 to 499 mg/dl. Customer was treated with unspecified intravenous fluids and insulin to address the elevated bg. Customer was discharged on 01/04/2025 with the issue resolved and no permanent damage. Reportedly, the pump's usb port was loose, and the pump battery could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.